Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer stopped using the insulin pump because she felt it was not delivering the insulin properly. The customer's mother also reported that the motor has slowed down and the buttons no longer function as well. Nothing further was reported.